Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed 15 units field of the bolus menu instead of the intended 15 grams of carbohydrates. Reportedly, the customer suspended insulin and delivery and at the time of the reported event, the customer's had 2.9 units of insulin on board (iob). The customer's blood glucose level was 99 mg/dl, and was consuming juice to prevent an adverse event. Although requested, the customer declined further follow-up from tandem technical support.